Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that there was a priming bolus error. The priming bolus of the pump tubing before implant was performed of 0.3cc for 19 hours instead of 19 minutes. The patient required hospitalization and medical intervention, as the patient presented to the emergency room with withdrawal symptoms. Underdose symptoms and ¿shakes¿ were also noted. The patient was asked to come back at the pain clinic the next day to check the programming. The patient status at the time of the report was alive no injury. The pump was being used to deliver morphine and bupivacaine.